Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out-of-range pacing impedance measurements on the non-boston scientific right ventricular (rv) lead. Troubleshooting options were recommended. At this time the product remains in service and no adverse patient effects were reported.